Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, prior to malfunction customer stated that the pump may have been hot. The customer reverted to an alternate pump for insulin therapy.